Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, it was noticed that all labels were intact. During functional testing, the reported problem was duplicated. Failed occlusion issue during the investigation. Performed pump on pressure station (pounds per square inch) and failed within the range due to fluid ingressions on the downstream sensor. Root cause of the reported problem was due to the fluid ingression. Downstream sensor was replaced.

Event description:
It was reported that the device fails occlusion at 8.14 pounds per square inch during testing. No patient injury reported.